Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating. The customer reverted to manual injections for insulin therapy. There was no impact to customer¿s blood glucose.